Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. The investigation concluded that the patient cassette was faulty and needed to be replaced. The device logs were downloaded and sent for investigation. The new patient cassette passed all tests and the anesthesia system was cleared for clinical use. The replaced patient cassette has not been returned for investigation. The logs confirm the flow transducer test failure during the system check out but without any part to investigate, the true cause of the system check out failure cannot be determined.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the anesthesia workstation failed the flow transducer test during system check out. There was no patient involvement. Manufacture's ref. #: (B)(4).